Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that device contamination occurred. A 1.50mm rotablator rotalink plus was selected for use. It was reported that device was contaminated. The procedure was completed using another of the same device. There were no patient complications.

Event description:
It was reported that device contamination occurred. A 1.50mm rotablator rotalink plus was selected for use. It was reported that device was contaminated. The procedure was completed using another of the same device. There were no patient complications. It was further reported that there was no device issue. Prior to the procedure, user handling resulted in the device becoming contaminated.